Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (200s mg/dl). A correction bolus was delivered to address the bg level. The customer did not know what caused the high bg. Tandem customer technical support (cts) had the customer perform a pump system check. The pump was found to be functioning as expected. Cts advised the customer to speak to a healthcare provider regarding the bg level. The customer acknowledged the information.